Event description:
It was reported the patient's scs patient controller does not connect to the scs ipg. Troubleshooting performed did not resolve the issue. Surgical intervention may be necessary to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the issue was resolved.